Event description:
Customer reported to beckman coulter, inc. (Bec) that the centrifuge in the basic assembly automate was excessively hot and melting the tubes. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the weekly lubrication for the rotors has not been performed for several weeks as indicated by the maintenance log. The fse found an excessive amount of lube on the pins. The fse seated the pins and installed the proper amount of lube. The fse found the alarm was not activated properly. The fse set the alarm to activate properly. Root cause is not known.

Manufacturer narrative:
(B)(4).